Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 12/29/2020, a distributor of infutronix reported an issue on behalf of an end user: "set was leaking from the right side of the cassette." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the device is (B)(4).

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00131.

Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.